Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited flickering image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the reported failure is due to fluid invasion at the scope connector. The most probable cause of the complaint is traced to expected or random component failure without any design or manufacturing issue due to degradation problem identified. However, a root cause could not be determined. Olympus will continue to monitor field performance for this device.